Event description:
The customer indicated that the therapy pca needed replacement; however, this was further clarified by a philips bench technician that the device was delivering low energy output and therefore the therapy capacitor needed replacement. There was no patient involvement reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported an issue with therapy capacitor. There was no reported patient involvement.